Manufacturer narrative:
Since the device had been further used before the dispatched draeger fse could capture the log files, the part of the log book covering user interactions with the device as well as the alarm situation was already overwritten. The available log file section confirms that the power-on self-test was passed without deviations in the morning of the date of event. During the procedure in question the device suddenly detected a pressure peak of 96.2 hpa at the patient end of the breathing circuit. The specified device response is to open the safety valve to release the airway pressure to ambient, initiate an emergency shut-down of automatic ventilation and to post corresponding alarms. No indication for the potential presence of a device malfunction could be found. It could not be determined with certainty due to the missing logs if the appropriate alarms were posted - however, especially the alarm functionality was tested in follow-up of the event and found working as intended. The evident pressure peak is in context to the details of the user's report and may be related to patient coughing or to a pressure surge caused by manipulation of the patient position. No adverse effects to the patient's health have been reported and there is no issue with the device that would require a repair.

Event description:
It was reported that during a case, the patient was disconnected from the machine so the user could reposition the patient. The user reported that when the patient was reconnected to the machine, they were unable to ventilate the patient in automatic mode. The case was reportedly completed and there was no patient injury reported. A drager service technician was dispatched and was not able to reproduce the reported symptom. The device was tested, returned to use and did not exhibit any further issues to date.